Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/25/2015 device evaluation: the device has been returned and evaluated by product analysis on 06/10/2015 with the following findings:the pump powered on to a blank display with functional auditory and vibratory features. The pump casing was removed and there was no damage found to the display. The blank display was replaced with a test display, and the test display functioned properly. Investigation determined that a failed display flex was the cause of the blank display. The complaint of a dim/faded/discolored display could not be adequately investigation due to the blank display.